Event description:
Mother states her son does 90ml per hour with a dose of 1080 which should take 12 hours. She stated it used to work in the beginning but over the last couple months, when she goes in to check it after 12 hours, there is still a couple hundred ml's in the bag. She clears the volume every day after his feeding and says anywhere from 750-900 approx that has actually been delivered in 12 hours. She recently had been upping his dose to 120 just to get the dose done in 12 hours.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of reportability.